Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the defibrillator failed to discharge with the electrode pads attached. The complainant indicated that there was no pt involvement in the reported malfunction.